Event description:
Subsequent to the previously filed report, additional information was received indicating that the patient's left arm weakness is probably related to a brachial plexopathy. The neurologist consultation with sensory nerves and emg testing was performed. The neurologist reported that the left arm weakness is not believed to be related to the left carotid stenting procedure. The (B)(6) 2013 MRI found an old left basal ganglia stroke and an old left posterior parietal occipital infarct. The neurologist further reported that there is no pain or sensory loss with the left arm weakness. The cervical MRI shows cervical spondylosis without a disc herniation. The nerve conduction study showed neuron findings suggestive of left proximal brachial plexopathy. The patient's decreased mental status resolved on (B)(6) 2013 when the patient was found to have normal alertness.

Event description:
Subsequent to the previously filed medwatch, it was reported that the patient had bilateral arm weakness at his 30 day post procedure visit on (B)(6) 2012. The physician indicated the right arm weakness is a residual symptom from his stroke several years ago, prior to the carotid stenting. The physician indicated that the left arm weakness is most likely from the right frontal lobe hemorrhage that was diagnosed on (B)(6) 2012. The left arm weakness was treated with a referral for neurological rehabilitation, occupational therapy, and an MRI (magnetic resonance imaging) of the brain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information was received that the neurologist believes the patient's left arm weakness is due to a cervical spine problem and does not believe it is related to the acculink stent in the left carotid artery. The patient's mental status was assessed by the neurologist with the following results: orientation: oriented x 3. Language: no dysnomia, dysphasia, or dysarthria. Memory: recent/remote intact. Fund of knowledge: recent and remote-normal. Attention span: concentration-normal.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink 6-8 x 30, embolic protection: rx accunet, other: clopidogrel. There was no reported product deficiency. The reported patient effects of intracranial hemorrhage, thrombosis, transient ischemic attack (tia), and vasoconstriction are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other rx acculink stent system is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed medwatch, additional information was received that on (B)(4) 2013, the patient went to the interventionalist for an unplanned visit with complaints of decreased mental capacity and worsening left arm weakness. Reportedly, the left arm weakness worsened despite the physical therapy. Magnetic resonance imaging (MRI) from (B)(6) 2013 did not demonstrate any right-sided abnormality consistent with physiologic weakness. The patient was referred to see a neurologist for further evaluation. The physician reported that the carotid stent was patent. Carotid duplex ultrasound, done on (B)(6) 2013, showed patent left internal carotid artery stent with no significant stenosis. The physician is unsure for the etiology of the patient's left-sided weakness, but indicated this might be secondary to a cervical spine issue. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effect of neurological deficit is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during deployment of the rx acculink (6x8x30), the target lesion pushed the stent back in the moderately calcified target lesion in the left internal carotid artery, leaving half of the lesion uncovered. The physician did not believe this was a device deficiency. A second rx acculink (5.0x30) was implanted to cover the rest of the lesion. After placement of the second stent, there was no flow past the second stent. A non-abbott thrombectomy catheter was used for removal of the suspected thrombus and concomitantly, intravenous nitroglycerin was given for suspected vasospasm. Flow was restored. Immediately, post procedure, the patient had a transient ischemic attack (tia) with right facial droop and difficulty talking. The patient was sent emergently for a CT [computed tomography] scan of the head to evaluate for the tia symptoms. CT scan found a small right subcortical frontal lobe hemorrhage, but the physician indicated this was not a stroke. The only treatment for the hemorrhage was withholding the patient's aspirin medication. The following day, the CT scan of the head showed a near complete resolution of the hemorrhage. The physician considered the condition resolved at that time. The tia symptoms resolved the same day, several hours after the onset. There was no additional information provided.

Manufacturer narrative:
(B)(4).